Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter read inaccurately erratic. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 6x daily and manages his diabetes with insulin (type/ amount not specified). It is not specified when the alleged issue began. One evening, the patient reported obtaining a blood glucose result of ¿156 mg/dl and 68 mg/dl¿ with the subject meter, performed within 20 minutes of each other. The results fell outside expected values for precision testing. Prior to testing, the patient claimed he felt low blood glucose symptoms of weak and hungry. The patient ate something as treatment and felt better about 5 minutes after. Prior to the onset of his reported symptoms, the patient obtained a blood glucose result of ¿191 mg/dl¿ with the subject meter. The patient denied making changes to his usual management routine. The patient did not test his blood glucose with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information obtained at this time, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.